Event description:
The customer reports observation of an elevated advia centaur total hcg (thcg) result which was discordant relative to repeat testing when using thcg lot 362. An initial result above reference range (for non-pregnant females) was obtained for a 37-year-old woman in fertility treatment. While the result was above cutoff, it was considered very low for a positive thcg indication. This result was not released, and the test was repeated on the same instrument. The repeat test produced a much lower result, which was considered consistent with patient clinical condition and accepted as correct. There are no allegations of any adverse patient effects in association with the observed discordance.

Manufacturer narrative:
A united states customer reported observation of an elevated advia centaur total hcg (thcg) result which was discordant relative to repeat testing. No issues were identified for any other samples. No problems were identified with assay quality control (qc) or calibration, and it was noted that daily instrument maintenance was performed prior to the discordant run, and monthly maintenance had been recently completed. Siemens is investigating.

Manufacturer narrative:
A customer from the united states reported observation of an elevated advia centaur total hcg (thcg) result which was discordant relative to repeat testing. MDR 1219913-2025-00058 was initially submitted on 25-mar-2025. Update on 25-apr-2025: siemens has concluded the investigation. An initial elevated result was discordant relative to a repeat test run on the same instrument. No issues were reported for any other patient samples, and quality control (qc) results were within acceptable ranges at the time. Following this observation, siemens service was dispatched to inspect and service the instrument. A comprehensive on-site service was performed, and the customer verified assay performance following the service visit. A specific cause for the isolated elevated result was not identified, but no systemic product problem was identified. The reported issue was resolved by standard troubleshooting and service actions. Note: in section h6, the codes for investigation findings and investigation conclusions have been updated.